Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient and multiple orders were not crossing over. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient and multiple orders were not crossing over. The technical support specialist investigated a mismatch between the primary mrn in pyxis and the active mrn in cerner, which triggered a warning in powerchart. The tss notified customer that es could not modify the mrn and advised readmission or sending a correction message. The case was escalated to the case to interface queue, and a08 messages were resent. Two profiles appeared for the patient, with the correct mrn now associated with the second profile. Although orders flowed, nursing reported issues viewing updated medication orders. The tss dialed into the server, confirmed both mrns were admitted, updated ephi, and contacted customer and verified the correct mrn ending in 80. The tss advised discharging the incorrect profile and resending orders, and customer confirmed that would have someone perform the discharge. The system functioned as intended after the technical support specialist troubleshot the device.